Manufacturer narrative:
Unit received with cracked case at display window corners and display window. Pump received with black shadow on the display due to warped and uneven pcb on the lcd board. (B)(4).

Event description:
The customer reported via phone call that the insulin pump display is cracked and a bubble on the display screen. Customer does not recall any significant events leading to the error, but that the pump may have been dropped. Customer's blood glucose was 102 mg/dl at the time of incident. Troubleshooting was done for display but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.